Event description:
It was reported that shortly after implant, it was discovered that the patient had pericarditis. An x-ray found that the ventricular lead had perforated the myocardium. The lead was explanted and replaced. During the procedure, it was discovered that atrial lead had also perforated the myocardium. The physician did a suture intervention and the atrial lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5086mri52 implantable pacing lead, (B)(6) 2013; a3dr01 implantable pulse generator, (B)(6) 2013. (B)(4).